Event description:
Information received by medtronic stated that the retainer ring was missing. Customer experienced a hyperglycemia. Customer blood glucose level at the time of incident was 422 mg/dl. Customer was not used insulin pump system within 48 hours of reported event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.